Manufacturer narrative:
Per (B)(4), it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded this was a software issue, this issue will be fixed in 4.2.1 software update. Estimated 3d dose absorbed (patient): dose information is not available. Unknown how many 3d images were taken. Insufficient information to determine dose. Number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went to the site to preform a system check out. It was reported that when the tested and ran the 3d and 2d scans, there was no patient present. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for an unknown procedure. It was reported that the site¿s 3d scans were showing up as black images. It was noted that this would happen on all of their 3d scans. It was further reported that the issue did not originally present as black images, as it was only after the manufacturer representative went back into the exam and tried to edit the exam information. The manufacturer representative stated that they then received a number of error codes and the image went black. They believed that when trying to edit the exam, it caused the patient file to become corrupted. The delay to the procedure was unknown and there was no reported impact to patient outcome.